Event description:
Additional information received reported that in regard to the previously reported motor stalls, the pump was beeping on (B)(6) 2012, due to 2 motor stall events. The pump was then replaced the following day on (B)(6) 2012.

Event description:
It was reported that the pump was replaced after having multiple motor stall recurrences and recoveries. Drug delivered via the device was morphine 20mg/ml.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis of the device revealed pump motor feedthru anomaly.